Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false decreased magnesium patient results <0.20 mg/dl, when processing on the architect c16000. Retest results were within normal range. No specific patient information was provided. The customer uses a normal range of 1.3 to 2.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of instrument service history, and a review of product labeling. The 12-month search for similar complaints did not identify an adverse trend or issue related to the current complaint. The instrument service history review did not identify any additional tickets associated with discrepant/erratic magnesium results. No systemic issues or adverse trends were identified for the issue associated with this ticket. No non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.